Event description:
It was reported, the pt was able to charge her scs system, but was unable to receive stimulation. It was reported the pt's lead had high impedance. The physician has decided to refer the pt for a surgical lead procedure.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.